Event description:
It was initially reported that the patient underwent a catheter replacement on (B)(6) 2012 as "it wasn't working or clogged". Per the reporter, following surgery, the patient experienced vomiting for 4-5 days and "they usually end up staying in the hospital for 4-6 days when the procedure should only require a one day stay in the hospital". Also noted, "every time she has had the meds thru her spine she is sick, vomiting about every 15-20 minutes, the doctors don't know why". It was later reported that the patient presented to the hospital on (B)(6) 2012 with symptoms of baclofen withdrawal, specifically, increased spasticity. The managing physician discovered a potential catheter issue when he was unable to withdraw fluid from the cap (catheter access port). The patient underwent a replacement of the catheter spinal segment on (B)(6) 2012. She was on "inpatient observation" at the time of that report. The pump contained lioresal.

Manufacturer narrative:
Catheter model # 8598a, lot # n299430013, implanted: (B)(6) 2011, explanted: unk, catheter model # 8596sc, lot # n296334012, implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A small partial distal spinal catheter segment was returned for analysis. Analysis of the same revealed a small hole in the most proximal part of the segment. It was noted that the hole appeared to be a needle stick perhaps and maybe why the health care provider was unable to aspirate csf.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the reason for catheter replacement was noted as "halt in therapy". No rotor or catheter dye studies were performed. Following revision patient outcome was noted as recovered without sequel.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.